Event description:
It was reported that the patient was admitted with upper abdominal discomfort and redness and tenderness at the driveline site. The patient had also been experiencing a fever and chills for one day. The patient noticed that their driveline site had yellowish drainage and was bleeding. No left ventricular assist device (lvad) alarms or malfunctions had occurred. The patient was hypertensive with a mean arterial pressure of 90 mmhg. The patient had leukocytosis. The driveline site wound cultures were positive for staphylococcus aureus. The patient was treated with vancomycin and piperacillin tazobactam. A computed tomography (CT) scan was performed which showed subcutaneous thickening but no abscess formation. A driveline debridement was performed by cardiac surgery on (B)(6) 2018. No fluid collections were noted. Therapy was then deescalated to cefazolin, 1mg twice a day. The patient also developed an acute kidney injury (aki). A workup including urine lytes were sent and were found to be pre-renal etiology. Home diuretics and lisinopril were held. One liter of intravenous fluids were given. The patient continued to have induration medial to the driveline.

Manufacturer narrative:
Section b5: information previously reported under MFR # 2916596-2021-04504. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists bleeding, infection (localized, driveline, pump pocket or pseudo pocket), renal dysfunction, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. This document also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Lastly, both the IFU and patient handbook also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20nov2015. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented with chills and discharge from the driveline site with a large red swollen area on her belly. She had upper abdominal pain and swelling with associated fever and chills of one day. She was hypertensive in the emergency department with a mean arterial blood pressure of 90 mmhg. The computerized tomography showed nonspecific minimal stranding of the subcutaneous fate surrounding the driveline. White blood cell was elevated to 17.8 with left shift. The wound cervix grew staph aureus sensitive to most antibiotics so therapy was de-escalated to cefazolin 1 mg twice a day. A debridement was done on (B)(6) 2018 and no fluid collection was noted. The patient improved and was discharged on (B)(6) 2018.